Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 minutes," for 2 hours or more when scanning the adc freestyle libre sensor. As a result of the customer being unable to monitor their blood glucose, the customer reported they were "admitted to hospital for a week because unable to scan" and for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the error message, "scan again in 10 minutes," for 2 hours or more when scanning the adc freestyle libre sensor. As a result of the customer being unable to monitor their blood glucose, the customer reported they were "admitted to hospital for a week because unable to scan" and for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. The sensor kit associated with this complaint was manufactured on 28 mar 2019 and has an expiration date of 29 feb 2020. The reported complaint occurred on 01 apr 2020, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan.